Event description:
It was reported that during an unk procedure, malfunction of stapler during video assisted thoracic surgery after stapling 3-4 vascular structures just 1 side of the stapler has fired the staples which resulted in open vascular structures which resulted in massive bleeding. Longer procedure time and use of different hemostats.

Manufacturer narrative:
(B)(4). Date sent: 7/15/1014. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. E1: unknown reporter. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Anatomical lobectomy resection because of malignant tumor. What is the surgeon¿s experience with the pvs device? 5 years, surgeon who fired the device as well the surgeon who assisted. What was the approximate width of the compressed vessel? 5mm. Did the surgeon wait 15 seconds prior to firing? Yes, they are aware of the precompression phase and trained on it. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes, it were skeletonized vessels. Were there any difficulties with the device or staple formation during the initial procedure? No, they were able to fire the 1st reload succesfully. How was the post-op bleeding identified? After the staple action immediately they. Identified no staples were fired at the left side (patient side) of the staplers knife. How many days postoperative was the bleeding identified? None. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? No. What was the pre and postoperative anti-coagulant and pain management protocol? They apply erats in this hospital. Was the bleeding intraluminal or extraluminal? Intraluminal. Was there calcification of tissue that impeded clamping or cutting? Unknown. Were there any pre-exiting patient conditions? Unknown. What was the surgical procedure? Vats lobectomy. What anatomical structure was the device on, when the issue occurred? Arteria pulmonalis. Was there a possibility of surgical clips in the area of the firing? No. Specific details of the hemostats used in the procedure? Veriset. What is meant by different hemostats? Na. Please describe in detail the cleaning technique used between firings? They unplace the used reload and afterwards they clean the device in a vertical position in an amount of water so the entire anvil/jaws of the stapler are in contact with water and they stir the stapler in the water for a few seconds. Approximate volume of blood loss? Unknown. How was the bleeding eventually stopped? Make use of the pvee35a and clamp the vascular. Structures including ap into the jaws of the stapler. Current patient status? Discharged from the hospital. Did the surgeon see, hear, or feel anything unusual on the side of the line that did not staple? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/12/2024. D4: batch # 781c38. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to rd materials lab for evaluation. Visual inspection and additional test were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The cartridge appeared to be fully fired. The cartridge was cleaned to remove surgical debris and imaged using the optical microscope and scanning electron microscope (sem). There appears to be damage to the cartridge deck and drivers in the right proximal area of the cartridge. This is consistent with something hard between the cartridge deck and the anvil when the device was closed and fired. The energy dispersive x-ray (eds) spectrometry analysis was inconclusive in identify the object. The eds showed particles of steel, calcium rich material, and glass fibers which are common on the surface of a damaged cartridge and/or in surgical residue. The end effector of the instrument was CT scanned with the reload in place and then the reload was removed from the instrument and scanned by itself and internal damage was observed in the reload. The reload was partially disassembled by removing the pan to allow the removal and inspection of the sled. Significant crushing was observed on the right rail of the sled corresponding to the damage on the reload deck. After further analysis of the device, a CT scan showed that one tooth in the instrument articulation locking mechanism was broken, but this is unrelated to the complaint. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the distal channel retainer is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 781c38, and no non-conformances were identified. Additional information was requested and the following was obtained: surgeon has over 15 years of experience with the device. Surgeon stated that the first reload fired was successful. The second reload is when they experienced issues. Fired on 2-3 vascular structures, clamped and then waited 10-15 seconds before firing device. Only 2 staples deployed on patient side. Major bleeding occurred. A competitor device was used to control bleeding. Any plastic graspers or hemolocks were used? Unsure.

Manufacturer narrative:
(B)(4). Date sent: 9/10/2024. Additional information was requested and the following was obtained: were any clips used in the procedure area? No plastic clip in the patient or previous procedure. Was there any calcification? No calcification in from the CT.